Event description:
Customer reportedly obtained results of 196 mg/dl and hi (greater than 600 mg/dl) on the compact plus system within 10 minutes. Customer drank water in response to her symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.